Event description:
It was reported that a few days following a laparoscopic anterior resection procedure, the patient came down with sepsis and had to return to the or. The surgeon examined the staple line and could find no evidence of the staples being in the patient along the rectal stump. The patient had a hartmanns and remains in the ICU.